Event description:
It was reported that during placement of the 3rd embolization coil within a basilar tip aneurysm, the implant detached from the delivery pusher without use of the detachment controller partially within the microcatheter and partially within the aneurysm. Suction was applied through the microcatheter with a syringe to retract the implant. This attempt was successful. The distal portion of the coil became stuck within the pontine perforator with the majority of the implant in the left vertebral artery. Two gooseneck snares were used to snare the device without success. An alligator retrieval device was used to remove the coil from the aneurysm and microcatheter. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: a visual evaluation revealed that the device was returned with the implant detached from the delivery pusher. The implant was not returned for evaluation, as it is within the patient. The most proximal 31.0" of the delivery pusher was returned. The remainder of the pusher was cut/removed and not included for evaluation. Root cause: the root cause of this complaint cannot be determined as the entire device was not returned for evaluation.